Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted urology prostatectomy simple surgical procedure, the customer reported to technical service engineer (tse) that they had faced a non recoverable fault. The customer restarted the system two times; however, the issue persisted. Tse viewed the system event logs and noticed an error 319 pointing universal surgical manipulator (usm) arm 3. Tse asked the customer to disable arm3 and proceed with 3 arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and in logs, the 31 error was found indicating node axes controller carriage (acc) is not present at startup on usm3 pointing towards the rolling loop fiber, confirming the fault occurred in the field. Upon visual inspection, it was noted that the rolling loop fiber and ground straps were tangled inside the spar which would relate to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp) where check all boards present and fiber test were found to be failing on the rolling loop fiber. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.